Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2020-03612, 1627487-2020-03613, 1627487-2020-03615, 1627487-2020-03616. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted. Exact date of explant is unknown.